Event description:
It was reported that a few days following the implant procedure, this right ventricular (rv) lead dislodged from the implant location. This resulted in rv under-sensing and increased capture threshold measurements and loss of rv capture. The physician subsequently surgically repositioned the rv lead to resolve the event. The patient was stable with no additional adverse effects. The rv lead remains implanted and in-service.